Event description:
Information received with return of the explanted device notes that the device could not be interrogated. The ECG showed that the patient's intrinsic rhythm was 40 bpm with no pacer spikes.